Manufacturer narrative:
"D4 medical device lot #: 0107713 was reported, however, this is not a lot number. Manufactured for the reported catalog number. Investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges received discrepant results when using kit rapid detection of kit flu a+b 30 test physician veritor (material # 256045), batch number 0107717. ""Customer informed that their veritor analyzer is giving different readings if the cassette is reinserted. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer had initially received a positive result and then they try to scan the same cartridge again resulted with negative result. The test initially customer had performed was provided with a valid result and if they want to confirm the result, they could use another cartridge to rerun the test or may want to consider other methods to determine whether the sample is positive or negative. An investigation (bhr analysis and retain sample analysis) was performed on the batch number provided and results were acceptable, no relevant issue was found. No return samples were received; therefore, no return sample analysis could be performed. The reported issue was unable to be confirmed. The root cause was identified as cause traced to user. Currently no adverse trend identified for discrepant result. Bd quality will continue to closely monitor for trends." This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there was a false positive result. There was no report of patient impact.